Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a follow up. The patient had an alert present for low atrial lead impedance. No intervention was reported. The patient was fine and would be monitored.

Event description:
New information indicated that the lead was programmed off and the device programmed to vvir.